Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil broke during the procedure. The implant coil remains in the patient. Device or device fragments remain in patient. Resistance felt when the device broke. The patient was undergoing coiling treatment. There were no patient symptoms or complications associated with this event. There were no abnormalities reported in relation to anatomy. No patient injury was reported. The devices were prepared and used per the instructions for use.